Manufacturer narrative:
Testing and investigation found that the ac receptacle was burned and the ac power cord was damaged. The probable cause for the burnt ac receptacle was due to the use of a non-authorized hospira ac power cord.

Event description:
The customer contact reported that the device ac receptacle showed evidence of burning and electrical sparking. It was reported that the device was using a non-supplied hospira ac power cord, which was also found to be damaged. No event details were provided. There was no patient involvement. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that the device ac receptacle showed evidence of burning and electrical sparking. It was reported that the device was using a non-supplied hospira ac power cord, which was also found to be damaged. No event details were provided. There was no patient involvement. There were no reports of any adverse events to patients or staff members and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.